Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under-infusion. The device was programmed to run 1400ml for 70ml/hour over 19 hours through an infusion analyzer and when it completed the total infusion on the pump was 1400ml. The analyzer stated that the total infusion was 1494.68ml and the flow was 73.30ml/hr. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The under-infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.